Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call the insulin pump alarming with various pump errors. The customer's blood glucose was unknown at the time of incident. Assisted in clearing the alarms and performed troubleshooting. The insulin pump passed the displacement test and self-test. The pump errors did not reoccur. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.